Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h2, h3, h6, h10 visual examination of the provided picture identified the strike plate fractured from the impactor body. Sem analysis determined the common failure mode for the shoulder impactors presented in this summary was a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. All appear to be fast-brittle type fractures. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that upon final impacting of the mini baseplate, the end of the impactor fractured when hit with the mallet. The implant was already seated in the patient, so no further devices were needed. There was no harm to the patient, no further delays, or incidents. Attempts have been made and additional information on the reported event is unavailable at this time.